Event description:
No additional information reported.

Manufacturer narrative:
Upon review, this device did not contribute to the reported event, which will be reported on 002648920-2019-00735 instead

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catalog number: 00-6310-050-32 lot number: 61429785 brand name: xlpe liner, catalog number:00-6202-052-22 lot number:61471639 brand name: tm cup, catalog number: 00-8018-032-02 lot number: 61484651 brand name: versys head.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown versys head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01984. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to elevated metal ion levels approximately 8 years post implantation. Attempts have been made and additional information on the reported event is unavailable.